Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother was reported the customer had high blood glucose. The insulin pump kept saying his sensor glucose was under 40 mg/dl and treated him chocolate milk and soda and still showing he was under 40 mg/dl and blood glucose was over 600 mg/dl. Customer treated blood glucose with an injection. Customer declined troubleshooting for high blood glucose. Blood glucose value from reported event was 600 mg/dl and sensor glucose value from reported event was 40 mg/dl. Sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. The sensor and insulin pump will not be returned for analysis.